Event description:
The customer reported the ventilator was alarming and delivering random breaths while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported initial testing of the single patient use (spu) expiratory filter in use on the ventilator failed due to the pressure being out of specification at (B)(4), which indicates an occlusion. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. The service technician replaced the customers exhalation filter and testing passed. Applicable final testing was completed and passed to operating specifications. Filter maintenance must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve identified.